Manufacturer narrative:
Investigation: visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the scope tubing were received separately. The tubing was complete, but bent. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring broke off into the patient's leg. An additional incision was made to retrieve the c-ring. A replacement unit was not needed as this occurred at the end of the procedure. The hospital did not report any patient effects. The tm reported that this is a very experienced user and it's hard to believe that this could be user error. He said that she was harvesting, looked away from the monitor for a second, looked back, and did not find the c-ring. The product was returned.